Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, a loss of image display was found on the bronchofibervideoscope. As a result, a change in procedure and/or surgical technique was required. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.